Event description:
It was reported that, "the head of the screw broke off during insertion. The head was retrieved but the stem/threads of the screw remained in the pt."

Manufacturer narrative:
The device is not available for eval as it was discarded. If add'l info is provided, the eval results will be submitted in a supplemental report.